Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic field service engineer (fse) went to site to troubleshoot issue. It was found the mobile view station (mvs) didn't communicate with the imaging system and the imaging system showed "stand-alone" message. It was found the umbilical cable was defective, a cable was ordered and replaced. The imaging system was tested, it passed all checks and was put back into use. Cable was sent back to manufacturer for evaluation confirmed reported problem "umbilical defective". Cable failed gbit bench test on the validator. Found a broken cable wire [pin #10] lemo side. No further issues reported. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative called to report a complaint that the imaging system is not leaving stand alone mode and won't communicate with the mobile view station (mvs). Troubleshooting consisted of the site rebooting several times with no change. Confirmed the mvs was booting up fully and the motion controllers and generator were booting up but communication with mvs would not work. There was no patient present when this issue was identified.